Manufacturer narrative:
Alleged failure: during a case, their screen went black due to a 1688 camera box failure. Long after warranty, not covered by procare. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be a bad cable, a loose connection, or other equipment used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case, their screen went black due to a 1688 camera box failure. There was a full loss of image for several minutes, until they were able to get the ccu swapped for another. The patient needed to remain under anesthesia longer due to this issue. The medical procedure was completed using the replacement device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, their screen went black due to a 1688 camera box failure. There was a full loss of image for several minutes, until they were able to get the ccu swapped for another. The patient needed to remain under anesthesia longer due to this issue. The medical procedure was completed using the replacement device.